Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.